Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the battery left them basically immobilized & in nonstop severe pain. The patient had it removed immediately.

Manufacturer narrative:
D6a: a correction was made to correct the implant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their spinal cord stimulator hasn't worked in probably 2.5 years and they need it taken out. Caller stated that for the past year the pain has been bad, but the only pain they have is where the battery is. Caller added that the past few months have been really bad, but now the pain is out of control and they can't lay on their back, sit, or bend to put their shoes on because the implant is protruding out of their back. Caller noted they can feel the wires pulling from the battery. Caller mentioned they were supposed to have the implant removed on (B)(6) 2025, but it was canceled because the doctor said they couldn't get approval from medtronic. Caller said that the doctor that put the implant in is dead, so they have a new doctor now. Caller stated this surgeon has taken more medtronic stimulators out of patients than he has put in. Patient said that the equipment is not working , not charging and not turning on.